Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant: 5076-52 lead implanted: 2009-(B)(6); 5076-45 lead implanted: 2006-(B)(6). (B)(4).

Event description:
It was reported that the svc coil on the right ventricular lead triggered an alert for high impedance. The impedance was noted to be varying for a few weeks. The lead remains in use. No patient complications have been reported as a result of this event.